Manufacturer narrative:
Clinical investigation: a possible temporal association exists between the cycler/set and the patient¿s peritonitis with concomitant anemia requiring hospitalization. There have been no allegations of a malfunction against the cycler/set causally associated with patient¿s peritonitis or anemia. Additionally, the pd nurse reported the cause of the peritonitis was related to the patient allowing her dog in the treatment area during home pd. Furthermore, it was reported that the patient did not adhere to her medication regime to decrease the risk of constipation. While the true etiology cannot be determined with the information currently available, the patient breach in aseptic technique during pd treatment and/or patient constipation condition is highly likely to be causally associated to the patient¿s peritonitis. The etiology of the patient¿s anemia requiring blood transfusions is unknown. However, anemia is a well-known chronic complication affecting patients with ckd and esrd. Additionally, bleeding is a known potential complication that can be related to pd therapy. Therefore, pd treatments associated with the cycler cannot be excluded as a potential source for the patient¿ anemic event. Although, there have been no reported allegations of any bleeding issues causally related to pd therapy with the cycler at this time. Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record review confirmed the results of all quality control testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the device.

Event description:
A peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2017 for peritonitis infection and low hemoglobin. The patient reportedly went the hospital for feeling constipated and weak. The pd nurse stated that the patient is non-compliant in taking her prescribed medications for stool softeners and laxatives to mitigate constipation. The patient received pd therapy and was given a blood transfusion in the hospital. The pd nurse stated that the source of infection was due to patient breach in aseptic technique and allowing external contaminants, such as a pet dog, within her pd regimen. The patient was discharged from the hospital on (B)(6) 2017 and continues regularly scheduled pd treatments but it is not known if the patient still uses fresenius pd products. The patient is no longer affiliated with this facility and continues pd at another facility. The pd nurse reported that it is unknown if there is acute blood loss. Per the pd nurse, they were unable to find where the blood was going. The pd nurse believes the patient to be recovered from peritonitis.